Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "if your reading is above 500 mg/dl, the pdm displays 'highcheck for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
The customer reported that her blood glucose read "high" (>500 mg/dl) four hours after activating this pod. When it was removed, the cannula was kinked. She corrected her blood glucose successfully with a manual injection via syringe.